Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp (large volume pump) module 8100 received an error code 242.4030 and wanted to know how to correct this error. The tech recommended replacing the motor controller board and logic board. There was no patient involvement.